Event description:
The patient reported developing an infection at the pod¿s insertion site (leg). Patient stated there was redness from the hip to knee cap and the back of the leg felt numb with a burning sensation. An abscess formed with purulent discharge oozing from the site. Patient went to the emergency room (ER) where they marked up the area and provided advil and tylenol. Patient visited the ER a second time and was prescribed antibiotics for treatment. The patient noted back of the arms, abdomen and thigh area seems to always have a reaction but the buttocks area works fine.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.